Manufacturer narrative:
This device has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and left ventricular lead were unable to be successfully implanted due to exhibited high out of range pace impedance measurements when testing in bipolar. The cause of the measurements were attributed to a lead to header connection. This device was successfully replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
This device has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and left ventricular lead were unable to be successfully implanted due to exhibited high out of range pace impedance measurements when testing in bipolar. The cause of the measurements were attributed to a lead to header connection. This device was successfully replaced prior to pocket closure. No adverse patient effects were reported.